Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate was not feeding correctly. The blade/roll seemed to not cut it correctly and it was noted the pattern on the edge was a continuous wave like the plate would not feed correctly. An additional unplanned skin graft was required. No additional adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the plate was not feeding correctly. The event occurred during surgery with no harm and no delay. On (B)(6) 2018, it was clarified that the mesher plate feed well, but the blade (roll) seemed to not cut on the side and it was noted that the pattern on the edge was continuous wave like the plate would then not feed well. The event did not take place after a recent purchase or service of the device. The surgical technique for the product was used on the product. An additional graft was needed to complete the surgery and there was no visible damage to the device. The customer returned a skin graft mesher device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the cutter was catching and pulling and the roller, comb, gears and damaged hardware were replaced. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the roller end was not damaged. The comb was damaged on the roller end and the side plates showed signs of wear. The ratchet functioned as intended. The device produced a passing sample mesh. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the account was trying to buy a new device. The device was added to the loaner pool on (B)(6) 2018. The reported event was non-verifiable since the device produced a passing sample mesh during initial inspection. The ratchet functioned as intended. The root cause of the plate not feeding correctly cannot be specifically determined with the provided information. During initial inspection, the device passed a passing sample mesh; therefore it is unknown how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.